Manufacturer narrative:
Investigation pending.

Event description:
Nurse reported discrepant results for a patient: (B)(6) 2010; inratio: 6.9; lab: 4.8. Patient's therapeutic range is 2.5-3.5. Patient's hematocrit level is 34.5. Coumadin dose will be changed. Iron infusion will be given.